Event description:
The customer reported that the device was having a hard time syncing to the r-wave during cardioversion. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported that the device was having a hard time syncing to the r-wave during cardioversion. No adverse patient impact was reported. On 10/30/08, philips evaluated the device, and there is no information that supports a malfunction occurred. We are considering this a user misunderstanding, and no malfunction.